Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013, while hospitalized, the patient obtained a call service auto-off alarm on the reported pump, and was unable to resolve the alarm. The patient was hospitalized for a non-diabetes related colon issue, and was not on ipt at the time of his hospitalization. The issue was not resolved with troubleshooting, therefore this complaint is being reported. There was no patient injury due to the reported pump.